Event description:
Pt had two promus drug-eluting stents successfully placed on (B)(6) 2011 (one was 2.5 x 15 mm, the other was 2.5 x 18 mm). She was discharged on clopidogrel and began having low-grade fevers the day after discharge. The fever became worse and was accompanied by chills and fatigue. She was admitted to hosp on (B)(6) 2011. Infectious workup was not able to identify cause of fever, but the pt was started on dopamine, vancomycin, clindamycin, and levaquin. She was transferred to the ICU and had a third stent successfully placed (endeavor drug-eluting stent). The pt continued to have fevers, developed hypotension and respiratory distress, and was intubated. She also developed pulmonary edema which was treated with intravenous furosemide. She was transferred to (B)(6) on (B)(6) 2011. Due to concerns for possible drug reaction and recent thrombocytopenia, clopidogrel was held. Antibiotic regimen was also changed to linezolid and aztreonam. After two days antibiotics were stopped due to lack of infectious disease etiology. After another 2 days, the pt was extubated and required steroids for laryngeal edema, which was taken for several days. The pt became afebrile and was discharged on (B)(6) 2011 without further course of steroids. The pt began to have fevers again within a few days of discharge along with fatigue and weakness. The pt was transferred to (B)(6) hosp and given steroid pulse, at which point the pt was afebrile again. Throughout hosp stay, the fever waxed and waned following steroid pulses. Leading diagnosis was stille's disease, but differential included reaction to drug-eluting stents. On (B)(6) 2011 prednisone 60 mg daily was started and tapered to 30 mg daily after a few days. Pt had full infectious workup including quantiferon gold and bone marrow biopsy, which all came up negative for infectious causes. Pt remained afebrile on prednisone 30 mg daily throughout remainder of hosp stay and was discharged on (B)(6) 2011. The pt was given one month course of prednisone 30 mg daily and instructed to f/u with regular physician.